Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. A tandem technical support specialist troubleshot with the customer and determined the customer did not properly remove the air from the cartridge during the load sequence. Tandem technical support educated the customer on the proper load techniques. Reportedly, the customer used more force when filling the cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
Per the tandem user guide, "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.